Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample is not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when separating the y type micro extension set (as it comes packaged together), the sides of the package can rip, thereby making the product contaminated". The customer was concerned that sets not intended for use are being exposed when the overwrap is ripped unintentionally during separation. Patient involvement is unknown. Additional information was requested and is not available.